Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Deleting hypoglycemia with no treatment from h6 as there was no low bg (bg was 200mg/dl). User had a low sg instead. Updated summary: customer reported bleeding and pain upon sensor insertion. There was no hemorrhage. Then, a bruise developed at the site. Customer also had low sensor glucose value versus blood glucose of 200mg/dl. The low limit in the sensor settings was 50mg/dl. Pump was suspended due to the low sensor glucose value. Customer declined to troubleshooting the low since customer did not have a low blood glucose. Blood was visible on the sensor connector. Customer did not receive medical treatment as a result of the site issue. It was unknown if smartguard was used. Sensor was not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose difference and unexpected low suspend . The customer reported no adverse event. Customer reported hypoglycemia with blood glucose value 50 mg/dl and customer reported bruise, hemorrhage/bleeding, hypoglycemia, pain which did not require treatment. The event involved product(s) mmt-242a, mmt-7020la, mmt-1884, mmt-332a. Trouble shooting was not performed for low blood glucose. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-7020la. No product return is required for mmt-1884. No product return is required for mmt-332a. Frn-mmt-332a, unomed set, ozp-mmt-7020la.